Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 04-apr-2017, fse arrived at the site to address the reported event. First, fse verified the lot numbers on the buffers and columns were the same. Filter count was noted to be at 186, and column count at 573. Next, fse checked and replaced the prefilter. He was subsequently able to run several patient samples, calibration, and qc without issue. No further action was required by field service. The most probable cause of the reported event was due to a fault/ failure of the prefilter.

Event description:
On (B)(6) 2017, the customer reported receiving abnormal chromatograms (hb-var) on all their patient samples for their g8 analyzer. The customer attempted to calibrate but it resulted in low results compared to the expected values. The pressure was noted to be stable and at an appropriate level; and the filter and column were not due for replacement. All buffer and column lots matched, and all fluids, including the hemolysis wash were full. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.